Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported experiencing leakage from the plunger of the cartridge. No adverse event reported; patient was able to self-treat. Requested return of the alleged device for evaluation.